Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the 6tb45 device was received in good visual condition and with six reloads present. Reload b was received fully fired and with the lockout spring damaged; reload c, d, e, f, and g were received fully fired and with the reload lockout spring normal. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used for bulla resection in video assisted thoracic surgery. Although the knife moved forward and cut the target tissue, the staples were not deployed and bleeding occurred. Additional suture was performed. There were no adverse consequences for the patient.